Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed. Manual compression was used for hemostasis. There was no reported patient injury. No difficulty was encountered connecting the device to the sheath, and there was no resistance or kinking during advancement. The sheath introducer was retracted properly, locked into the handle, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator and significantly slowed or stopped upon retraction of the vcd and introducer together. The indicator window turned solid black, and the button was fully pressed when the window was black, and there was no damage to the deployment lever. The deployment button was fully depressed and flush with the handle. After removal from the patient, the plug did not detach from the device and there was no attempt to deploy it outside the body. The exoseal vcd was used in a diagnostic procedure and was stored and prepared per IFU. The procedure used a retrograde approach, the physician was certified in the use of the exoseal vcd, and there was no obvious device or packaging damage prior to use. One exoseal device was used, and the manufacturer, model, and french size of the vascular sheath introducer were unknown. Angiography confirmed the suitability of the femoral artery, including confirmation that the insertion angle of the vascular sheath introducer was 30¿45 degrees, that the vessel diameter was greater than or equal to 5 mm, and that there was no obvious calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. The femoral site had not been previously closed within 30 days. Before exoseal vcd use, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5f exoseal vascular closure device (vcd) could not be deployed. Manual compression was used for hemostasis. There was no reported patient injury. No difficulty was encountered connecting the device to the sheath, and there was no resistance or kinking during advancement. The sheath introducer was retracted properly, locked into the handle, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator and significantly slowed or stopped upon retraction of the vcd and introducer together. The indicator window turned solid black, and the button was fully pressed when the window was black, and there was no damage to the deployment lever. The deployment button was fully depressed and flush with the handle. After removal from the patient, the plug did not detach from the device and there was no attempt to deploy it outside the body. The exoseal vcd was used in a diagnostic procedure and was stored and prepared per IFU. The procedure used a retrograde approach, the physician was certified in the use of the exoseal vcd, and there was no obvious device or packaging damage prior to use. One exoseal device was used, and the manufacturer, model, and french size of the vascular sheath introducer were unknown. Angiography confirmed the suitability of the femoral artery, including confirmation that the insertion angle of the vascular sheath introducer was 30¿45 degrees, that the vessel diameter was greater than or equal to 5 mm, and that there was no obvious calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. The femoral site had not been previously closed within 30 days. Before exoseal vcd use, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18460368 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿, could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.